Event description:
During the performance of a fundoplication, while passing the transilluminating cable down the pt's esophagus and into the stomach, the device's (detachable) tip became detached. The tip was located in the oral pharynx, and was removed tip first. After removal of the tip, the surgery continued and the procedure was completed. It was reported that the pt suffered a tonsil laceration, but that no subsequent treatment was necessary.